Manufacturer narrative:
The technician found the siderail arm assembly was cracked. He replaced the siderail arm to repair the bed.

Event description:
Info received indicates the head siderail will not latch.